Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported 5.5 years post stent graft implant during a routine follow-u, the CT demonstrated that the stent graft had migrated, resulting in an type I endoleak and aneurysm enlargement. The cause of the migration was due to disease progressing with expansion of the aortic neck. The physician elected to place another manufacturer's aortic cuff distal. No additional clinical sequelae were reported and the pt is fine.